Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing tingling sensation in the arm due to lead migration. The patient underwent a lead revision procedure wherein the existing lead was cut into two pieces and replaced and positioned properly. The patient was doing well postoperatively.